Event description:
It was reported by the customer that a pyxis medbank system had a database issue, which was integration data queue for the cumberland db. They reported that the user was able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they cleared and synced the database. A technical service engineer troubleshooted and found that not syncing and frame works database cannot be re-pushed. So, they cleared the queue and re-synced the database. The system functioned as intended.